Manufacturer narrative:
Tech found that the pt left siderail would not stay up due to missing screws. Replaced siderail screws to resolve this issue.

Event description:
Info provided that indicated that the pt left siderail would not stay up. No injury reported.